Manufacturer narrative:
Review of procedure video shows significant patient movement during entire procedure. Nothing indicating a radial tear. Excessive patient movement during capsulotomy can lead to capsular tags. Capsular tags during capsular button removal may have led to capsular tear during the intraocular surgery portion of the procedure. System functioned as designed no further clinical follow-up required.

Event description:
On (B)(6) 2025, while cas was on-site for surgery support, doctor (B)(6) reported that on (B)(6) 2025 he experienced an anterior radial tear during procedure ID # (B)(6).